Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the dialysis catheter was placed in the patient for 1 month. The clinician found that the catheter adapter was broken during dialysis. The adapter break caused blood leakage. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.